Event description:
A patient had high impedance identified in during a follow-up visit only a few months after implant. The patient was referred for surgery to identify the cause of the high impedance. The impedance values pre-operatively were high. The lead pin was then reinserted into the generator and the impedance values went back to normal limits.